Event description:
Pt reports that she underwent hip fixation in 2007. Post-op, pt experienced pain and an x-ray taken in oct 2007 showed a fracture of a bone screw. Pt was revised on the same month, and the screw fractured, screw was removed.

Manufacturer narrative:
This report will be amended when our investigation is completed.